Event description:
Additional information later reported the patient¿s pump was replaced (B)(6) 2013.

Event description:
It was reported the catheter migrated/dislodged. An x-ray confirmed the catheter had migrated and a revision was scheduled for (B)(6) 2013. The patient status at the time of the report was alive, no injury. The pump was used to deliver fentanyl, bupivacaine, and clonidine. It was later reported the revision was postponed until (B)(6) 2013.

Event description:
Additional information later reported the patient¿s surgery was delayed.

Event description:
Additional information later received indicated per the reporter they were still awaiting an office visit.

Event description:
Additional information later reported the pump was removed, question stall. There was no patient injury and the patient recovered without sequela.

Event description:
Additional information later reported the patient had co-morbidities and had been unable to have surgery.

Event description:
Additional information later indicated that the reporter didn¿t believe the patient was receiving effective therapy and the patient had an appointment next week.

Event description:
Additional information later reported the patient was going to have catheter surgery ¿in the next week or two¿, his 4th. The patient had indicated he had 4 catheter surgeries but it was unclear as the patient could not remember when the other 2 occurred. (See manufacturer report #3004209178-2013-20344 for other catheter revision) per the patient fentanyl had been in the pump since the end of (B)(6), it was dilaudid 3 months ago. The dose of fentanyl was up to 50mcg/day at the end of june and the hcp would like to increase it to 75mcg/day after the surgery on the catheter. Currently there was no drug in the pump.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information later reported the patient was doing very well.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information later reported the patient has had an "injection" but no further pump developments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, sc connector damaged at explant. Analysis of the pump revealed pump motor feed thru anomaly, shorting across the insulator. (B)(4).